Event description:
A user facility biomedical technician (bmt) reported they were working on a 2008t hemodialysis (hd) machine that had damage to the distribution board and heater rod wiring. One of the wires for the heater rod arced. The bmt replaced the distribution board and heater rod. The bmt stated they were having to set the digital-to-analog converter (dac) value up to 160-165 to achieve 37 degrees celsius and asked if this was normal. The bmt was advised the dav value range was 0-255. Upon follow-up, the bmt stated during troubleshooting of calibrating dac values it was discovered the distribution board and heater rod wiring appeared arced and burnt. The bmt replaced the distribution board and heater rod wiring and this resolved the issue. No smoke or melting was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated the machine was repaired but has not yet been returned to service. The replaced parts were no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.